Event description:
Per the audiologist's report, the pt reported a discharge of blood in the ear canal and that she heard an echo. Part of the electrode array load was observed to be in the ear canal. Due to the migration of the electrode array, the surgeon plans to explant the device and implant a new one in the near future.